Manufacturer narrative:
Implanted date: exact date unknown; reported as approximately 3 months prior to explant on (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail-advanced (tfna) system consisting of a helical blade, intermediate nail, and locking screw were implanted approximately three months ago to treat a fracture. On an unknown date, it was discovered that the helical blade had cut-out superiorly through the femoral head. The patient was revised and all implants were successfully explanted on (B)(6) 2016. The patient was revised to a total hip replacement. It is stated that the patient is elderly and has poor bone quality. There was no delay to the revision surgery; the patient status is reported to be stable. Surgeon is satisfied with the result. Concomitant devices reported: intermediate nail (part unknown, lot unknown, quantity (B)(4)), locking screw (part unknown, lot unknown, quantity (B)(4)). This report is for an unknown helical blade. This is report 1 of 1 for (B)(4).